Manufacturer narrative:
Patient information unavailable or not applicable. Device model number, lot number, expiration date and UDI unavailable at this time. Physician information unavailable. Device manufacture date unavailable. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code after device evaluation is completed, and heic code and to capture device evaluation once it is completed. The manufacturer is anticipating return of the device for evaluation, but has not received it at this time.

Event description:
A philips representative became aware on 12 apr 2021 that on (B)(6) , an rn from the facility attempted to calibrate a spectranetics cvx-300 laser system with what she thought was the laser system''s reference catheter, and reportedly received a "burn" on her hand where she was holding the catheter. When the representative went to the facility to retrieve the reference catheter to be sent back to the manufacturer for evaluation, she found that the suspect device was not a reference catheter at all; it was a spectranetics glidelight laser sheath, which is a device used to clinically treat a patient during lead extraction. In addition, the philips representative stated she saw exposed fibers from the catheter. It is unknown when the rn attempted to calibrate this device while others were in the room, or just her; it is also unknown whether this event occurred just prior to a procedure, or if the system was being calibrated at the beginning of the day. The philips representative asked where this catheter came from, and the rn stated it was found in the box with the excimer laser system equipment (it is unknown how or why the glidelight device was present within this box). Upon further questioning, the philips representative was also told that the rn received a red mark on her hand (specific location unknown) with no broken skin. There was no first aid required, not even a bandaid. It was reported that the red mark faded without further incident. The philips representative ensured that only a reference catheter was present within the box with the excimer laser system equipment and stated she would be following up with further training for the facility staff. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. The device is reportedly being returned to the manufacturer for evaluation but has not been received at this time.

Manufacturer narrative:
D9): device received by manufacturer on (B)(6) 2021. H6): added codes: 814, 772, 4613, 10, 3251, 3211, 19, and 61. Device evaluation: the device was returned to the manufacturer on (B)(6) 2021 and evaluated on (B)(6) 2021 by a cross functional team. A kink was seen 24cm proximal of the distal tip of the device. In the area of the kink, broken fibers were present; however, the outer jacket appeared melted but no breach to the outer jacket was seen. There was no evidence of a design or manufacturing deficiency with this failure mode. In consultation with a cross functional team, it was determined that likely the rn's hand came into contact with the distal tip of the device during calibration, since there was no breach to the outer jacket. Historically, similar events have been reported to the manufacturer when skin comes into contact with laser energy. This has been determined to be a use related failure.